Event description:
It was reported that during testing conducted by the MFR, the device displayed a bias current error when connected to the console, signaling a condition occurred from which the device had the potential to run w/o user activation. There was no pt involvement, and there were no user injuries or adverse consequences.